Manufacturer narrative:
The initial MDR 2517506-2017-00459 was filed on june 1, 2017. Additional information (06/20/2017): a siemens headquarters support center specialist reviewed the system files and determined that samples 4971290125 and 4971290120 were both flagged with errors "possible wrong result, sample" and routed to priority output for review. Additionally, both samples were flagged with "no result reported, sampling". Both samples were repeated and the corrected results were reported to the physician(s). Sections have been updated with this information.

Event description:
Samples 4971290125 and 4971290120 were repeated and the corrected results were reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the device, the cse performed maintenance of the track and side track area of the dimension vista analyzer. The cse then cleaned and replaced the stop gates at the divert location and sample position gates. The cse also cleaned the tube barcode readers at the divert gate and re-booted the dimension vista analyzer and streamlab® analytical workcell system. The dimension vista analyzer was brought back on line and observed sample processing off of the track. Streamlab® analytical workcell system is processing samples properly. This issue has not reoccurred since the service visit. The cause of the incorrect sample tube being processed is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer obtained "possible wrong results" error flag on one patient sample on a streamlab® analytical workcell system as a result of an incorrect sample tube being processed on a dimension vista analyzer. Sample ID (B)(6) was sampled from the track and the results obtained were associated to sample ID (B)(6). The incorrect results were not reported to the physician(s). Sample tube (B)(6) was then front loaded and processed on the dimension vista analyzer, resulting different from the initial results. It is unknown if the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the incorrect results.